Event description:
It was reported the svc coil impedance was out of range. The svc coil connection had blood inside, and the device was replaced. No patient complications have been reported as a result of this event.